Event description:
The medical surveillance specialist (mss) was unable to reach the pt for f/u questions. The following complaint was classified based on info obtained from lifescan customer service. The lay/user pt contacted lifescan (lfs) customer service alleging an issue with her one touch ultrasoft lancing device: the cap of the lancing device was loose or was falling off. It is unk if the pt had a backup lancing device and how the lancing device issue affected her testing. The pt also claimed she became shaky and lightheaded at an unspecified time after the reported issue began. Details regarding events leading to her symptoms are not known, such as her activity levels, health condition at the time, and her diet. It was noted that the pt consumed more food/drink at an unk time. No other forms of treatment or blood glucose results were reported. Based on the info provided at this time, this complaint is being reported because the pt allegedly developed symptoms suggestive of hypoglycemia after the lancing device issue began. Replacement product(s) were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.